Manufacturer narrative:
A review of the batch records and testing of retain samples show that all requirements were met. In addition, the ophthalmologist reported the event as contact lens over wear syndrome. The pt was referred to specialist. The specialist also though this was related to the renu moistureloc product, bausch & lomb initiated an investigation that evaluated the mfg records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. Co is continuing to investigate this link but in the meantime, co is taking the most responsible action in the interest of co's customer by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
The parents of a female reported that their daughter exprienced an irritation in her right eye while using renu with moistureloc multi-purpose solution. On the date of event, the pt was diagnosed with conjuectivitis and was prescribed an unspecified antibiotic. Two weeks later, the pt resumed wearing her lenses and used renu with moistureloc multi-purpose solution, and her symptom reappeared. On the date of event, an pohthalmologist diagnosed the pt with iritis in the right eye. She was treated with prednisolone 1% and zymar for 14 days. While under treatment, the pt was improving. The ophthalmologist's findings included "negative symptoms of fungal keratitis, positive and mild contact lenses over wear syndrome". The pt was referred to a specialist. The specialist also thought this wasn ot fungal and indicated that there were "no infiltrates, no focal infiltrates in either eye, superficial haze and edema related to contact lens usage". The pt was given treatment and responded well to topical fluoroquinolone and unspecified mild steroids. Subsequently, the pt completely recovered.